Event description:
It was reported that the customer experienced a low blood glucose (bg) level (36-54 mg/dl). Carbohydrates were consumed to treat the bg. The cause for the reported issue is unknown. The customer continued to use the pump for insulin therapy.